Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: during investigation, it was found that the keypad was peeled from the pump. All key buttons responded to user inputs.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged the keypad was torn/punctured prior to the up arrow, down arrow, and ok keypad buttons being under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in an inadvertent or incorrect insulin delivery or the inability to use the pump.